Event description:
The patient experienced increased shaking/tremors and felt dizzy; initially the patient believed the device was off but it was still on; they sleep better with the device off. The patient indicated they saw their hcp and had a surgical intervention to replace the ipg and extension on (B) (6) 2010; the impedance measurements appeared out of range. Their device was reprogrammed successfully on (B) (6) 2010, and the patient programmer was replaced. They are no longer having issues; the patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4). This report is being submitted late following an internal audit.